Event description:
It was reported that a pump declared an alarm 20 while in pumping mode. There was no adverse impact to the customer's blood glucose level. The customer had previously reported similar cartridge alarms with this pump, and technical support decided to replace the pump under warranty. The customer was advised to use multiple daily injections (mdi) as a backup insulin therapy to prevent any interruptions in insulin delivery. Instructions were provided to the customer on how to put the pump into storage mode, and arrangements were made for the return of the faulty pump using a pre-paid label within ten days.